Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Five hundred twenty four (524) short cycle count episodes since (B)(6) 2016 when interrogated on (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead exhibited sensing integrity counter (sic). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.